Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. After obtaining transseptal access using a non-boston scientific device, the physician exchanged the sheath over the wire with the first faradrive sheath. After the exchange and before advancing a farawave catheter into the patient, multiple attempts were made by the physician to aspirate the faradrive sheath with a 20 ml syringe. This resulted in air bubbles being observed in the syringe on each attempt. The physician then opted to replace the sheath with a new sheath. No issues were encountered with the replaced faradrive and the procedure was completed successfully with no patient complications noted. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.